Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, cracked reservoir tube lip and cracked belt clip slot.

Event description:
Customer's wife reported the keypad on her husband's insulin pump was malfunctioning. The wife stated that the numbers would keep scrolling up. She also stated the problem persists every time her husband would touch the keypad. She stated the only way for the problem to stop was to take out the battery. The husband's blood glucose was 92 mg/dl. The customer could not recall any significant events leading to the keypad issues. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.